Event description:
It was reported that the customer had a blood glucose level in the 400s mg/dl. The customer expressed thirst as a symptom of her high blood glucose level. The customer stated that her blood glucose level was in the 30s mg/dl during the night. The customer also stated that her insulin pump's keypad came off and the buttons became unresponsive. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No blank display noted during testing. Unable to review alarm history due to unresponsive keypad. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.